Manufacturer narrative:
Medtronic received the following information from a journal article entitled; delayed type iii endoleak after evar for abnominal aneurysm takuma kobayashi, minoru matsuhama, and tomoyuki goto jpn j vasc surg 2017; 26: 149¿152) doi: 10.11401/jsvs.17-00023. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant main body and non mdt limb were implanted in an unknown endovascular procedure on an unknown date. It was reported that aneurysm expansion was identified 2 years after the index procedure, preoperatively it was thought there was a type ii endoleak but when the patient was brought for intervention it was found that there was a type iiib endoleak in the main body. It was reported the stent graft was replaced. The patient survived the procedure. No additional clinical sequalae were provided and the patient is fine.